Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's home monitoring equipment detected an out of range high shock lead impedance measurement of greater than 200 ohms for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Boston scientific technical services (ts) reviewed the data and found out that shock impedance measurements had been in range and very steady in the low to mid 50s; thus, suggested to wait for a day or two and see the next day's measurements and to bring patient in the office for evaluation. The cause was not determined as attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.